Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Patient stabilized, no device explant.

Event description:
Distributor reported, "prolapse anterior chamber. Spontaneously recover in a few hours".